Event description:
The lumen of the catheter required constant flush. The device became blocked and unable to flush, no apparent bends or kinks in the catheter witnessed. There was no patient harm. The vendor called this defect in to biosense.